Event description:
Estimated date of incident (B)(6) 2023. On 04oct2023 it was reported: hearing care professional (hcp) had a patient with a left side, #0lp sf3 (21384100) receiver stuck in his ear because the other part (the one attaches to the hearing aid) came out. Hcp says she tried everything to remove it but sent the patient to the hospital to have it removed as the ear had started to swell. Patient went to the hospital on (B)(6) 2023 but the ear-canal was swollen so not able to remove the broken receiver + dome. Patient was prescribed drops to help with the swelling and prevent an ear-infection. Hcp reports wollen and bleeding ear canal at the time the petient was send to the hospital. On 12oct2023 follow up was received. Patient returned to the hospital and got the residual part of the receiver removed on (B)(6) 2023. Patient got prescribed more antibiotics, because the ear canal was still swollen, but no more bleeding. Hearing care professional advised the patient to wait a few weeks before putting left hearing aid back in the ear. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation pending, to be submitted with a follow up report.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation pending, to be submitted with a follow up report. 30nov2023. Manufacturer's investigation conclusion: the clinical investigation concluded: clinical conclusion is that the detached receiver did not cause serious injury as the patient received timely medical intervention. It is advised for hcp to ensure the patients ear-canal is completely healed before resuming use of the left hearing aid. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Trended case concluded: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency. 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Corrective actions initiated. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the risk scoring performed in the risk analysis for that device, the risk is deemed to be acceptable. Manufacturer's investigation is final. This is final report.

Event description:
Estimated date of incident 03oct2023. On 04oct2023 it was reported: hearing care professional (hcp) had a patient with a left side, #0lp sf3 (21384100) receiver stuck in his ear because the other part (the one attaches to the hearing aid) came out. Hcp says she tried everything to remove it but sent the patient to the hospital to have it removed as the ear had started to swell. Patient went to the hospital on (B)(6) 2023 but the ear-canal was swollen so not able to remove the broken receiver + dome. Patient was prescribed drops to help with the swelling and prevent an ear-infection. Hcp reports swollen and bleeding ear canal at the time the patient was send to the hospital. On 12oct2023 follow up was received. Patient returned to the hospital and got the residual part of the receiver removed on (B)(6) 2023. Patient got prescribed more antibiotics, because the ear canal was still swollen, but no more bleeding. Hearing care professional advised the patient to wait a few weeks before putting left hearing aid back in the ear. No further follow up is expected. 30nov2023. No further follow up received. No further follow up is expected.